Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a t20 screwdriver shaft was mistakenly used to screw a t27 closure top, and the screwdriver tip broke off. There was no patient harm or procedural delay associated with this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has twisted and fractured. Root cause: this event could be attributed to the user selecting the wrong size driver to tighten the closure top, as stated by the reporter. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a t20 screwdriver shaft was mistakenly used to screw a t27 closure top, and the screwdriver tip broke off. There was no patient harm or procedural delay associated with this event.

Manufacturer narrative:
Corrections in d4: catalog, lot, & UDI numbers, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a t20 screwdriver shaft was mistakenly used to screw a t27 closure top, and the screwdriver tip broke off. There was no patient harm or procedural delay associated with this event.